Event description:
It was reported that when the patient was examined with x-ray imaging post operation, this right ventricular (rv) lead was found to have lost all slack, which caused it to present high capture threshold measurements. The lead was revised and remains implanted. No additional adverse patient effects were reported.